Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The investigation has shown that the screw head of the cortex screw is broken off into two fragments as complained. The remaining screw body was not returned for evaluation therefore no dimensions could be measured. The review of the production history revealed that this cortex screw was manufactured in november 2015 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complaint were found. Without further clinical information we are not able to give a conclusive statement and the root cause cannot be definitely determined. This complaint condition is likely a result of method of use, the complaint is determined not to be a result of a detected product related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Device broke during the procedure and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports and event as follow: it was reported that on (B)(6) 2016, during the procedure, the cortical screw broke at the base and the screw head broke into two pieces. A prolongation of the surgery of 15 minutes was reported. Patient outcome was good. Concomitant device reported: screwdriver (part # unknown, lot # unknown, quantity 1). This report is for one (1) cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event update from (B)(6) 2016: this event was the initial surgery. No patient harm reported. The fragment was removed easily without additional intervention. The procedure was completed successfully.

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part# 402.814 / lot: 9716675 manufacturing location: (B)(4) manufacturing date: 10. Nov 2015 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.